Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: screw broke during expansion of system. During routine expansion of the stabilization system was conducted that a screw was broken off below the polyaxial screw head. The screw head has been removed but the distal end of the screw still remains in the patient. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. DHR review found 1 ncr (1027600) for wrong condition code ¿ part no. 21034, lot #6599623. During interval between ordering and receipt of raw material there was a dco #10019320 to change condition code from anr to srr. Ncrs nonconformance was dispositioned as use as is and is not relevant to complaint condition because raw material meets all mechanical and chemical requirements. No other discrepancies were noted that would be associated with this complaint. The investigation could not be completed; no conclusion could be drawn, as no product was received.